Event description:
The patient underwent generator replacement surgery. The company representative present at the surgery was able to communicate with the generator and observed that the device had not yet reached an end-of-service condition. Intraoperative diagnostics for the explanted device were within the normal limits. The explanted generator was not available for return to the manufacturer for analysis. No additional relevant information has been received to date.

Event description:
It was reported via clinic notes that the patient's battery had become depleted. The patient was referred for replacement surgery. It was later reported that the patient had experienced psychotic breaks and an increase in seizures that may have been related to the battery depletion. A battery life calculation using data from the month of implant through the next two years indicated that the patient's device was estimated to have more than 10 years life remaining until it had become depleted. The physician believed the psychotic breaks and increased seizures were related to battery depletion. The last known settings and system diagnostic test results were unavailable because the patient's device could not be interrogated at her first clinic visit with the physician nor subsequent visits. No additional relevant information has been received to date. No surgical intervention has occurred to date.